Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy (B)(4) complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Meniscal repair. Apparently the gun was failing to reload the 2nd anchor after deploying the first anchor. They opened a 2nd omnispan deployment gun to proceed with the procedure. Patient outcome post surgery: good. No delay in surgery. No adverse event to patient. Additional information: surgeon did not use the same hole as first deployment he moved his placement